Event description:
It was reported that the atrial lead exhibited an increase in thresholds and impedance. The lead was explanted and replaced.

Manufacturer narrative:
Please retract this report 2017865-2013-04875 the same issue was reported as 2017865-2013-04688.